Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. Once it was powered on, it would charge and shock defibrillation energy, but could not be powered off. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the main pcb assembly caused the device not to power on or off correctly. The main pcb assembly was then further evaluated and it was determined that the cause of the reported issue was due to a field effect transistor (fet), designator q5 on the main pcb assembly being partially shorted. This fet being partially shorted, caused the main pcb not to power on, when the on button of the device was pressed. The device was out of warranty and physio-control advised the customer to purchase a new device.